Event description:
It was reported that lead exhibited low impedance and insulation damage due to clavicular crush. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found that the proximal and distal insulations were damaged at 31.5 cm from the connector end. The proximal coil was fractured at 30.5 cm from the connector end, resulting in open impedance. The location of the fracture is consistent with that of clavicular crush. This would create a path for current between the conductors that would result in the low impedance reported from the field.